Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown mg/dl. The customer was treated for high blood glucose with insulin shot with short acting. The customer perform high pressure test and passed. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to follow up with health care provider concerning unexplained high blood glucose. The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose at time of incident was 275 mg/dl. The customer stated the pump is not delivering insulin but it show in the pump history. After the troubleshooting was done customer was advised to monitor pump and blood glucose. The customer was advised that pump will be replaced at her request. The customer was advised that we are sending replacement.

Manufacturer narrative:
The insulin pump functioned properly and passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No delivery anomaly was noted during testing. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.